Event description:
Customer changed pump supplies and corrected for bg levels after eating; however, bg levels increased again. Customer did not indicate how the current bg levels during the call with tandem technical support would be addressed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 289-352 (mg/dl). Customer did not indicate how bg levels would be addressed. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to replace site. Customer acknowledged and indicated they would call back for any further assistance.